Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report # (B)(4) which stated that an echocardiogram (echo) indicated a mobile thrombus visualized in the lvad cannula. No further info was provided.

Manufacturer narrative:
Based on the information available and due to the device not being returned for analysis, a direct correlation between the pump and the reported event could not conclusively be determined. Although no conclusion could be drawn as to the cause of the reported event, thrombosis is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient continued on lvad support for another 13½ months and expired on (B)(6) 2014 while in hospice care. A decision was reportedly made by the hospital not to treat for thrombus because the patient was "clotting nonstop". An autopsy was not performed when the patient expired and the pump was not available to be returned to the manufacturer.

Manufacturer narrative:
The MFR is attempting to acquire additional info from the hospital regarding the event. The attached user facility report #(B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.